Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: device analysis on (B) (4) showed no anomalies. Visual inspection revealed grommet damage and a setscrew with a rounded socket.

Event description:
It was reported that during the implant procedure, the screwdriver did not reach the "final torque control." The physician doubted the connection of the lead and the device. The device was explanted and a new device was implanted. No patient complications were reported.